Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history confirmed the primary audible alarm bgnd. Functional testing was performed. The cause was traced to a faulty main board. The main board was replaced to address this issue.

Event description:
It was reported that the device failed occlusion testing as it was beeping occlusion, and the primary audible alarm background test also occurred. Per reporter, this event occurred during testing. There was no patient involvement.